Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The stent was inadvertently deployed approximately 2cm from the marker band. There was buckling at the tip of the device, also 2 kinks were noticed on the inner liner. The first one was located at 1 at 23cm from the tip and the other one at 2.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. A 10x60x120 epic¿ stent was advanced to treat the lesion. However the stent was partially deployed inside the catheter. The device was removed along with the catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. A 10x60x120 epic¿ stent was advanced to treat the lesion. However the stent was partially deployed inside the catheter. The device was removed along with the catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.